Manufacturer narrative:
The pod was not returned for eval. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and contacted a clinical specialist for assistance with her infection. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that she experienced a skin infection the third day after starting on the omnipod system. She said, she had a "really bad reaction" with pain at the insertion site; when the pod was removed, she noticed a thick, green "pus coming out of the cannula". The site was also described as "rashy and red". The customer contacted a clinical specialist, who was going to visit with her "to see what may have caused the infection". The pod will be returned for eval.